Manufacturer narrative:
Date of this report: on the previous supplemental MDR, the date was inadvertently not populated. The date of 10/03/2017 should have been entered. Device available for evaluation? Yes. Returned to manufacturer on: 09/28/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (model zlb00, +6.0 diopter) was explanted from the right eye of a (B)(6) female patient. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient injury post-op was reported. Another lens, same model and smaller diopter (+5.0), was implanted as a replacement. No further information was provided. Updated date of birth: (B)(6). Sex/gender: female. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, exact date not provided (2017). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 6.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. The patient was unhappy with the lens and an explant was performed on (B)(6) 2017. No additional information was provided.